Event description:
It was reported that an increase in seizure frequency had occurred. One to two hours after starting the stimulation for the first time the patient experienced a considerable increase of seizures. The seizures subsided after the device had been turned off. The severity of the event was noted as moderate, produced some impairment of functioning but was not hazardous to health. Examination yielded "abnormal" results. The event was related to device programming and worsening or exacerbation of existing condition. Epileptologist visit was noted as the action taken. The therapy was suspended. Patient outcome was stated as resolved without sequelae on (B)(6) 2011. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 3389-28, lot# 0204761822, product type: lead. Product ID: 3389-28, lot# 0204765745, product type: lead. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for epilepsy. It was reported that 1-2 hours after starting the stimulation for the first time, the patient experienced a considerable increase of epileptic seizures. After the device was turned off, the seizures subsided. The severity of the event was noted as moderate as it produced some impairment of functioning but was not hazardous to the patient's health. The diagnostic methods included an examination on (B)(6) 2011 that had abnormal results. The etiology was noted as not related to the device or medications, but it was stated to be related to programming and related to a worsening or exacerbation of an existing condition. Actions/interventions taken to resolve the issue included an epileptologist visit; therapy was suspended. The issue was resolved without sequelae on (B)(6) 2011.